Manufacturer narrative:
Eval summary: the analysis results for the instrument found that it was returned in good visual condition. The instrument was cycled and fed the clips but they could not be properly formed. In addition, the anti-backup was non-functional. Upon disassembly, the feedbar was bent and the anti-backup teeth were worn out. No conclusion could be reached as to what may have caused the reported incident. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the mfg process.

Event description:
It was reported that prior to an unk procedure, the spring mechanic malfunctioned. No clips were fired. Unk how the case was completed. There was no patient consequence.